Event description:
There was an allegation of questionable elecsys troponin t gen 5 results from the cobas e 801 analytical unit. The initial result was 15 pg/ml, after the analzyer triggered a repeat, the result was 14.4 pg/ml. The sample was repeated again and gave a result of 7.2 pg/ml. For the same patient, a new sample was drawn 3 hours later and the result was lower than the technical limit of 3 pg/ml.

Manufacturer narrative:
The cobas e 801 analytical unit serial number (B)(6). The investigation is ongoing.

Manufacturer narrative:
Sample 1 taken on (B)(6) 2025 between 1:00 pm and 2:00 pm initial result was 16.5 pg/ml, and the repeat result was 15.8 pg/ml. Sample 1 was repeated again with a result of 7.58 pg/ml, and repeated on another cobas 8000 with a result of 6.34 pg/ml. Sample 1b taken at 4:00 pm initial result was less than 3 pg/ml, and the repeat result on another cobas 8000 was 4.1 pg/ml. Sample 2 taken on (B)(6) 2025, had an initial result of 23 pg/ml accompanied by a delta check flag, automatically repeated with a result of 19.4 pg/ml. Sample 2 was repeated on another cobas 8000 with results of 17.9 pg/ml and 17.2 pg/ml. Another repeat result of 10.3 pg/ml was provided for sample 2. An hour after sample 2 was taken, sample 2b was taken with a result of 4.48 pg/ml. It was discovered that the centrifugation speed was too high for the tubes that the customer is using. Qc was in range prior to the event, so a general reagent problem or analyzer problem was not present. No relevant alarms were observed. No direct root cause was found.